Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that ¿about 10 days ago¿ the patient started having to ¿use the bathroom 15-18 times a day¿ and had incontinence. It was stated that when the patient turned his spinal cord stimulator off for a couple of days the urinary issue went away, but when the stimulator was turned back on, the ¿urinary issue¿ came back within one and a half hours. It was stated that the patient was still getting some pain relief for his leg and back, but his stimulation is not helping as much. It was noted that the patient had slipped and hit his back a ¿couple of weeks ago¿ and got swelling on his head that was ¿the size of a softball.¿ it was further stated that the patient was receiving good pain relief prior to having the urinary issue, and had been ¿taking more medication.¿